Event description:
Medtronic received information that during use, the customer reported that the pixie oxygenator was oozing blood. The customer stated that because this event occurred during the operation and increased the patient's risk of infection, in order to ensure the smooth progress of the operation, all consumables, including oxygenator, tubing, ultrafiltration, etc., were replaced. There were no adverse patient effects. Additional information: there was no damage to the device, the packaging or other contents within the package. It was asked but is unknown how much patient blood loss occurred as a result of this leak. No transfusion was required as a result of this leak.

Manufacturer narrative:
Conclusion: complaint not confirmed for the pixie oxygenator's leak. The issue could not be verified as no device returned for analysis and no photo/video was provided by the customer. Review of this unit¿s device history record found no abnormalities or ncmrs initiated during manufacturing that would cause or contribute to the reported event. This unit passed all leak testing and visual inspections during manufacturing. Root cause is unknown. There were no adverse patient effects. Trends for issues with this product are reviewed at product quality meetings. No further actions to be taken at this time. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.